Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with "error code 810:11." It is unknown when or where the event occurred. There was no report of patient involvement, injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.